Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). Patient the suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator displayed ¿high ve¿ messages on the instrument monitor. Customer examination of the instrument revealed condensation on the flow sensor and the diaphragm. The ventilator was in use on a patient when the issue occurred. The patient was immediately placed on another ventilator and there was no patient harm reported.